Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset, and after the reset, there was no reoccurrence of the cgm error code. The sensor session was successfully restarted.